Event description:
Info received indicates the left intermediate siderail will not latch.

Manufacturer narrative:
The tech found the latch spring was dirty. The tech replaced the spring and cleaned the latch assembly to repair the bed.